Manufacturer narrative:
It was reported that the device will not be returned for investigation as it was discarded by the hospital. A follow-up report will be provided once the device lot history review is completed. The three additional devices used in the same procedure were filed under MDR 2032380-2011-00011, 2032380-2011-00012, 2032380-2011-00013. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a patient underwent an arthroscopic rotator cuff repair procedure on (B)(6) 2011 using four opus magnum2 implants. Allegedly the wire broke when reeling the suture into the bone anchor outside of the shoulder joint. The physician reverted to a mini-open procedure and used an alternate device (non arthrocare device) to complete the procedure. Patient was reported as doing well, healing process was optimal, and the patient was discharged from hospital.